Event description:
Adult male with history of ischemic cardiomyopathy, congestive heart failure (chf) and hypertension (htn) . Procedure: elective left heart cath. Vascade 6f would not spin into visualize green and collagen did not deploy. When collagen evaluated after vascade pulled out of the patient's body, it was noted that that the shaft that holds collagen was split and the reason it would not release and deploy. Manual pressure was held for 30 minutes without further complications.